Manufacturer narrative:
We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It is reported that a pericarditis occurred. During an atrial fibrillation ablation with ep study and pulmonary vein isolation utilizing the farapulse pfa system, left atrial appendage occlusion ablation procedure, a farawave catheter was selected. During the procedure, it is reported that three days post the procedure, the patient presented to the emergency room with complaints of "an aching feeling in her midsternal chest that radiated up to her throat and on the left side of her neck. The patient denied any associated shortness of breath, diaphoresis, nausea or vomiting. The patient states she noticed in the ambulance and currently sitting up in bed that the pain gets worse when she moves in certain positions. Also states the pain gets worse with deep inspiration. There is some reproducible quality to it as well when pushing on the center of her chest.". The patient was admitted and was found to have an elevated troponin of 0.57 (h). The patient was started on colchicine, ibuprofen with improvement of her symptoms. Patient had an echocardiogram done that did not show significant effusion and showed a preserved ef of 70-75%. Her chest pain improved with treatment, and she was discharged the following day on (B)(6) 2026.